Event description:
I am a contact lens wearer who within one day lost vision in my eye and have since experienced scarring of my cornea. I was not using the product listed in the alert. I am being treated for this, but not with an anti-fungal, which I believe is what could have healed my eye much faster before it became permanent.